Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluation: broken. Visual inspection: upon visual inspection, it was observed that the 4.5 mm partially threaded cannulated screw/54 mm was broken inferior to its first thread. The broken, threaded fragment of the 4.5 mm partially threaded cannulated screw was also recovered and was observed to be extremely deformed in a spiral formation. The threaded portion of the cannulated screw was extruded to an approximate thickness of 2 mm and approximately 4 mm long (coiled). No surface wear was observed on unthreaded portion of the screw. The received condition of the device was determined to agree with the complaint condition. Dimensional inspection: due to post-manufacturing damage, dimensional inspection could not be performed. During the document/specification review the following drawings, reflecting the current revision, were reviewed. Cannulated screw 4.5 xx*/xx hex sd. No device history record (DHR) review, including material review, could be conducted as the lot number of the device is unknown. As the received condition was determined to agree with the complaint condition, this complaint is confirmed. Investigation conclusion: the complaint condition was confirmed as the 4.5 mm partially threaded cannulated screw/54 mm was determined to be broken through visual inspection. No new product design issues or manufacturing discrepancies were identified during this investigation. Based upon the investigation findings, no additional corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the surgeon was repairing a medial epicondyle fracture of the distal humerus. During the procedure, the thread of the first cannulated screw unraveled. While the surgeon was inserting second cannulated screw by hand over a guide ware, the tip of the screw broke and remained in the patient. Surgeon recovered both screws and the threads of one of the screws which basically raveled, uncoiled out of the shaft. It is unknown if there was surgical delay. Procedure outcome and patient status is unknown. Concomitant devices: guide wire (part 292.72, lot unknown, quantity 1) , washer (part 219.910, lot l804246, quantity 1), screws (part unknown, lot unknown, quantity 3). This report is for one (1) cannulated screw. This is report 1 of 2 for (B)(4).